Event description:
It was reported that during a da vinci procedure the prograsp forceps instrument did not want to open or close. It was also noted that the rotation of the instrument was limited. The surgical procedure was completed using a new instrument. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip cables were derailed at the distal clevis hub. The yaw motion was non-intuitive as a result. An additional observation not reported by site was that the instrument pitch cables were derailed. The housing was removed and the to find pitch cable was found to be derailed at the clamping pulley. The pulley cable grooves exhibited white residue. An additional observation not reported by site the site was that the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damages were found on the instrument. The reported complaint does not itself constitute a reportable event. Recurrence of the reported customer failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the scratches found on the main tube with light material removal found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.